Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that the basal rate of the pump was not changing like it was supposed to. The pt also admitted that the pump was exposed to a pet scan on (B)(6) 2011. The pt claimed that she was getting higher blood glucose (bg) readings for the previous two days due to a lower basal delivery. The pt reported, a bg range of "145-368 mg/dl." Prior to contacting animas on (B)(6) 2011, the pt reportedly took a 10 unit injection per a recommendation from a health care provider (hcp) due to a current bg of "325 mg/dl." The pt denied having ketones or symptoms of ketones. Based on the information provided, this complaint is being reported due to the following conclusion: the pt alleged, a basal programming issue with the pump and claimed that she rec'd hcp treatment advice to take insulin.